Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
A further review of the device memory was reviewed. One episode was recorded while the device was implanted and no noise was noted on the rv channel. A review of the returned real-time egm identified two issues, neither of which would be related to lead performance in and of itself but could be related to lead position. One episode revealed intermittent crosstalk when an ap is oversensed on the rv which inhibited rv pacing. The pause appears to be around 1400 msec. In addition, there was intermittent oversensing of the biv pace in the atrium. It was thought these may have contributed to the inappropriate atr episodes.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a follow up visit, this device and right ventricular lead displayed oversensing resulting in pacing inhibition less than two seconds asystole. In addition, the right ventricular lead impedance measurements were variable from high out of range to within normal range. Threshold measurements were decreased. A revision procedure was performed. This device was removed and replaced. Lead replacement was also intended, however when connected to the replacement device, no further oversensing was detected. Normal impedance and threshold measurements were obtained. A decision was made to further monitor the lead the device will be returned for analysis. No adverse patient effects were reported.